Event description:
Subsequent to the initial and supplemental MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. Leading up to the event the cgm app functioned as intended and displayed high values which were confirmed with bg finger sticks. An issue with the insulin pump occurred, and the patient was unable to manage his bg levels himself which resulted in the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-224719 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified connection issue occurred. On (B)(6) 2025, the patient experienced an unspecified connection issue between their continuous glucose monitor (cgm) and tandem insulin pump, resulting in hyperglycemia. During this episode, the patient lost consciousness, fell, and sustained a head injury. Upon regaining partial awareness, the patient recalled limited details of the event but was concerned about the possibility of losing consciousness again. He managed to call 911. Emergency medical services arrived in under 10 minutes and transported the patient to the emergency room. At the emergency room (ER), the patient underwent an electrocardiogram (EKG), CT scan, and blood glucose testing (exact value not recalled). Manual insulin was administered (specific type and dosage unknown). After all test results were deemed normal and blood glucose levels stabilized, the patient was discharged at approximately 2:15 am. At the time of the incident, cgm readings were elevated, and a fingerstick blood glucose test also indicated high levels. The exact cause of the loss of consciousness remains unknown. As of the time of this report, the patient continues to experience discomfort in the head and neck area. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.